Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as a contamination by the patient not using cleaning solution prior to setting up supplies for peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis. On an unreported date during hospitalization, the patient began treatment with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and gentamicin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis. On an unreported date during hospitalization, vancomycin therapy was discontinued. On an unreported date after discharge from the hospital, the patient began treatment with ceftazidime intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis. Antibiotic treatment with intraperitoneal gentamicin and intraperitoneal ceftazidime was ongoing at the time of this report. Dianeal therapies were ongoing. After five days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.